Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, the lead exhibited oversensing and intermittent capture at high output through the analyzer. The lead was replaced with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.